Manufacturer narrative:
Concomitant medical products: trilogy acetabular system; catalog #: unknown; lot#: unknown. Therapy date: unknown. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
During implantation of wagner stem on an unknown side, patient experienced proximal femoral fracture which was treated with cerclage cables. This event is part of a journal article, conical primary cementless stem in revision hip arthroplasty 94 consecutive implantations at a mean follow-up of 12.7 years. Ninety-four stem revisions with a preoperative paprosky I or ii defect were analyzed. Aseptic loosening was the reason for revision in majority of cases. Twenty patients were lost to follow-up. Two subgroups were created, group 1 underwent isolated stem revision and group 2 underwent complete tha revision. Three patients underwent further stem revision and one intra operative complication.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6. Correction: b4, g4, g7, h10. Event description: it was reported that patient underwent revision hip surgery and sustained intra-operatively a proximal femoral fracture. The fracture was fixed with cerclage wires. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. No medical documents have been received. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination cannot be assessed as the product identification remains unknown. DHR review: review of the device history records is not possible due to unknown product identification. Conclusion: it was reported that patient underwent revision hip surgery and sustained intra-operatively a proximal femoral fracture. The fracture was fixed with cerclage wires. Based on the investigation the reported event cannot be confirmed. Neither x-rays, operative notes, office visit notes were received. Therefore the reported event cannot be recreated. Which factors led to the periprosthetic fracture cannot be determined. The most likely contributing factors are related to surgical procedure and patient bone condition. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.